Event description:
I have had an ongoing problem for several weeks with my current boxes of medtronic insulin pump infusion sets. The sets stop properly delivering insulin after a short time, from 4-6 hours to 12-14 hours. As a result, my blood sugar rises to 300 or more and will not come down until I change infusion sets. This had led to extended times of severe high blood usage, and I am concerned it may worsen diabetes-related eye-problems. I am using a medtronic in-warranty 723 insulin pump, with mmt-396 infusion sets. All the questionable infusion sets are lot 5268912. FDA safety report ID # (B)(4).